Event description:
It was reported that decreased sensing was observed after the patient received appropriate therapy. The physician elected to turn off high voltage therapies until a lead revision could be performed. The lead was capped and replaced. Patient condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.